Event description:
It was reported that the patient's artificial urinary sphincter balloon was replaced due to unspecified reasons. A new 71-80 cmh2o balloon was implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.